Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The pod data was observed to be free of timeouts and drive stalls. Inspection of the fluid path found the exposed portion of the soft cannula to be torn. A leak test was performed and fluid was observed to escape from the tear in the exposed portion of the soft cannula. Due to the external nature of the soft cannula damage, the exact cause and timing of the damage cannot be conclusively determined. The observed damage cannot be confirmed as the root cause of the user reported event.

Event description:
It was reported the patient's blood glucose level rose to 312 mg/dl while wearing the pod between 24 and 36 hours. It was reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod and stay in manual injections.